Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject ICD couldn't be interrogated irrespective to the programmer used. It didn't react to the application of a magnet (no pacing). During the re-intervention, both atrial and ventricular lead (sorin branded) presented normal electrical parameters. The subject ICD was replaced and was returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject ICD couldn't be interrogated irrespective to the programmer used. It didn't react to the application of a magnet (no pacing). During the re-intervention, both atrial and ventricular lead (sorin branded) presented normal electrical parameters. The subject ICD was replaced and was returned for analysis.